Event description:
The customer stated that the insulin pump had a blank screen, and her blood glucose levels were over 500 mg/dl. The customer stated that she got a motor error alarm prior to the blank screen. The customer stated that she went to the emergency room for her elevated blood glucose levels, as well as stress. The customer stated that she was treated, and when she got home, her blood glucose went back up, and this morning it was 516 mg/dl. Troubleshooting was performed, and no damage to the drive support cap was noted. Reviewed the alarm history, and found that the motor error alarm had occurred multiple times within 30 days. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.